Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. The customer had sought medical attention on (B)(6) 2018 and had gone to the hospital. The customer's blood glucose test result when at the hospital was in the 400's; exact result was not provided. The diagnosis was high blood glucose and customer was given insulin. Customer was discharged on (B)(6) 2018. No new medications or healthcare program was suggested by healthcare professional. No additional blood tests were performed with the truemetrix meter. Customer just received the replacement product.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results of hi. Customer had tested one half hour after eating and obtained hi; customer had tested again one hour after eating and taking metformin and obtained hi. The customer's expected blood glucose test result range is unknown. Customer was using alcohol prior to testing and was advised on proper handwashing technique. At the time of the call the customer was not feeling well, wife stated he was jittery and out of it. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is three weeks. The meter memory was reviewed for previous test result history (dates/times not provided): result 1:hi, result 2:hi no times or dates given.